Manufacturer narrative:
The actual device was not returned for testing. Testing was performed on product from this lot# returned by user and on retain samples. Samples were visually inspected and no deviations could be observed. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. A check of production records shows no documentation indicating deviations. Retain samples were visually inspected and no defects in any components, tubing or connecting areas could be observed. The safety mechanisms were activated. They were found to work properly and lock with audible click. The locked protectors were manually manipulated but the safety lock mechanisms did not release back. Functional testing was performed. Move force, pull force between protector and stopper and return force (after lock) were measured. All results were within specification. The complaint could not be confirmed. No similar complaints on this lot number.

Event description:
Customer states that a needle stick injury occurred. The nurse had finished drawing the blood and thought she had completely retracted the needle. The needle slid down and stuck her finger when she was putting the device in a sharps container.